Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. The aneurysm was reported to be angulated left to right with a tight iliac bifurcation. Vessel morphology is unk. The pt has a history of chronic obstructive pulmonary disease. The bifurcated stent graft was deployed in an anterior-posterior orientation because of the aneurysm angulation. When the stent graft was deployed, it was too short to reach the iliac bifurcation. The physician attempted to cannulate the contralateral gate, but mistakenly cannulated the ipsilateral limb. Two iliac limbs were deployed; however, the iliac limbs were not in the contralateral gate but on the ipsilateral side. Access to the contralateral gate was blocked because of the tight iliac bifurcation; therefore, the decision was made to convert the pt to open surgical repair. No clinical sequelae were reported and the pt is reported to be fine.